Event description:
It was reported via merlin transmission non-sustained lead noise due to post-paced t-wave oversensing. Patient was asymptomatic. Oversensing issue was resolved by reprogramming the device. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.